Manufacturer narrative:
A getinge field service engineer (fse) replaced the ribbon cable between the display and receiver board which resolved the issue. Pm referenced in service order#(B)(4) performed on agiliti asset onsite at (B)(6) hospital. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part display cable with a reported unit failure of down screen is flickering. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part display cable into the monitor of the cs300 test fixture and tested the cable to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After an extended run-time, the fat dept. Could not verify the complaint of a flickering screen. The cable passed testing. Retaining the cable in the fat per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid / suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that prior to use , the cs300 intra-aortic balloon pump (iabp) screen is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is flickering.